Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial uncovered distal release stent was to be used to treat a stenosis caused by an esophageal cancer during a tracheal stent implant procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent deployed prematurely before adjusting to the lesion. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed ultraflex tracheobronchial uncovered distal release stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found that some of the stent wires were broken. The stent was measured to be within specifications. No other issues with the stent were noted. The observed damage to the stent likely occurred when the stent was withdrawn from the patient. Taking all available information into consideration, the investigation concluded that the observed failure and reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on april 23, 2018 that an ultraflex tracheobronchial uncovered distal release stent was to be used to treat a stenosis caused by an esophageal cancer during a tracheal stent implant procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent deployed prematurely before adjusting to the lesion. The stent was removed with forceps and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.